Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system switched from fluid to air exchange mode to fluid mode by itself during a procedure. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the recalibrated the touchscreen was recalibrated, the functionality of the footswitch and cable were both were verified, as a preventative measure. The system was tested and found to meet product specifications. The system was manufactured on june 4, 2009. Based on qa assessment, the product met specifications at the time of release. It should be noted that the left heel switch of the footswitch is programmed to switch infusion modes, without voice confirmation, if tapped twice in quick succession. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).